Event description:
It was reported to philips that the device had an equipment disabled: therapy error message. This was further clarified by a philips fse that the device failed opcheck for sound/audio. There was no patient involvement.